Manufacturer narrative:
(B)(4). Concomitant medical products: 11-301345, arcos con sz e std 80mm, 907220, 11-300920, arcos 20x190mm spl tpr dist, 812310, 139252, m2a-magnum 42-50mm tpr insrt-6, 650330. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01777, 0001825034 - 2018 - 01776, 0001825034 - 2018 - 01779. Remains implanted.

Event description:
It was reported that the patient experienced a blood loss of 1000 ml during a left hip revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received. Concomitant medical products: 11-158318 plr splined rev stem 18x270mm 753130; 139252 m2a-magnum 42-50mm tpr insrt-6 540580. A follow up report will be submitted once the investigation is completed.